Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-02032. It was reported that the patient's leads migrated. Surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The report event of leads migration cannot be confirmed / not confirmed through testing alone. As received, visual inspection and resistance testing showed the returned lead (a) found an internal lead wire being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.